Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Additional information received indicated abbott technical support reviewed the event and suspected lead damage.

Event description:
It was reported that a decrease in sensing and noise resulting in oversensing was observed on the right ventricular (rv) lead. Lead provocation testing was performed and the noise was reproducible. The rv lead was capped and replaced to resolve the event and the patient was in stable condition.